Manufacturer narrative:
(B)(4). The device was serviced on site by a field service technician. Visual inspection, a review of the alarm log, and a service history review were performed. The damaged sensor board was observed during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part preventive maintenance by a service technician a flo-gard pump was found to have a damaged sensor board. There was no patient involvement. No additional information is available.